Event description:
It was observed during the evaluation, that the rigid endoscope telescope exhibited damaged lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5 and g2 correction to g3 of the initial medwatch. The aware date should be 25-03-2024. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation it is likely that the lens was damages due to excessive force by the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid endoscope telescope lens was damaged. The issue occurred during receipt inspection. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6). Added here due to character limitation in respective field.